Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: one call service 064 alarm was observed in the pump's black box on (B)(6) 2007 at 20:33 with a high force. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The pump¿s cover was removed, and no intermittent condition was found to the motor circuit.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.